Event description:
It was reported that post a stenting procedure the patient experienced thrombosis. The physician implanted an unknown size promus element plus stent in an unspecified target lesion. The patient experienced sub-acute stent thrombosis. The procedure was completed with this device.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).